Event description:
Catheter was inserted via a new tunnel to the jugular vein in 2000, under a general anesthetic. The catheter tip was positioned in the distal superior vena cava/upper right atrium. Patient was returned home. Patient was readmitted in 12/2000. On the event date the line was reported to have completely snapped. Incident occurred in patient's room with only the family member present. It is unclear how the line snapped. The staff found approximately 3mm of the severed catheter from the skin surface. There was considerable bleeding from the site and a clamp was placed on the patient end of the catheter. The remaining catheter segment was removed in radiology without incident.